Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This complaint is in response to a survey. Patient is dissatisfied with the male wicks. Patient is getting recurrent utis from the wicks not draining properly. Patient said it was slightly difficult to prepare the skin for the wicks. Patient said it was moderately difficult to properly place the wicks in the right position and to learn how to use for the first time. Patient said it was slightly uncomfortable when in place and moderately uncomfortable to remove. Patient somewhat disagrees that the wick is easy to remove and somewhat disagrees that it keeps the skin dry.